Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter began testing in memory mode at the end of (B)(6) 2015. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that she takes metformin 500mg every other day. She reported that one month after the alleged issue began, she developed symptoms of ¿dizzy, nausea, headache [and] sweatiness.¿ she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked her through a test. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia, after the alleged meter issue began.